Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that when opening the sterile packaging of the extension, the extension was stuck to the adhesive of the package; this led to the extension falling out of the sterile package and becoming unsterile. A new extension was opened and the issue was resolved. Surgical intervention did not occur and was not planned. Additional information received from a manufacturer representative. It was reported that the packaging for the extension was discarded, and the healthcare provider kept the extension for demo purposes. The cause of the stuck extension issue was not determined.